Event description:
During a surgical procedure it was noticed that the distal end of the instrument would not rotate through it's full range of motion and that the instrument tip was broken. The instrument was returned to the manufacturer for analysis. No patient harm was reported. No adverse outcome or injury was reported.